Manufacturer narrative:
Plant investigation: the actual sample was not available for evaluation. However, a sample examination was performed on the retention samples. The samples were visually inspected for component defects, assembly failures, and conformity with product specifications. The samples were then subjected to leakage testing where air/liquid pressure was applied to test for leaks and other assembly failures. No failures were detected during the testing. A review of the batch production records was performed and the results were determined to be conforming. No non-conformities were observed during the manufacturing process. The described situation was confirmed to be adequately addressed in the instructions for use (IFU). Based on the provided details, the reported failure has been confirmed. The failure is associated with a supplier material issue. There is a possible relation to a material deviation in the manufacturing of the pressure dome. The supplier has been informed of the defect and the issue is being investigated within the scope of a CAPA project.

Event description:
It was reported that a blood leak occurred three minutes after the start of a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy. The leak was coming from the arterial pressure dome of the multifiltratepro secucas ci-ca kit. There were no visible defects noticed near the leak location. The reporting facility indicated that an alarm occurred, but they could not recall what kind of alarm it was. The machine was shut down and the patient¿s blood was unable to be returned. The event resulted in approximately 200 ml of blood loss. It was noted that one hour before the treatment had started, the patient was administered a transfusion of packed red blood cells. Following the leak, the supplies were disconnected and "assembly of a second kit and retrenchment¿ occurred. Upon follow-up it was confirmed the patient completed their treatment after being re-setup with new supplies on the machine. Clarification on what was meant by ¿retrenchment¿ could not be provided. The following day, the patient received medical intervention in the form of a blood transfusion. No further details regarding the transfusion were provided. No sample was available to be returned for evaluation.

Event description:
It was reported that a blood leak occurred three minutes after the start of a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy. The leak was coming from the arterial pressure dome of the multifiltratepro secucas ci-ca kit. There were no visible defects noticed near the leak location. The reporting facility indicated that an alarm occurred, but they could not recall what kind of alarm it was. The machine was shut down and the patient¿s blood was unable to be returned. The event resulted in approximately 200 ml of blood loss. It was noted that one hour before the treatment had started, the patient was administered a transfusion of packed red blood cells. Following the leak, the supplies were disconnected and "assembly of a second kit and retrenchment¿ occurred. Upon follow-up it was confirmed the patient completed their treatment after being re-setup with new supplies on the machine. Clarification on what was meant by ¿retrenchment¿ could not be provided. The following day, the patient received medical intervention in the form of a blood transfusion. No further details regarding the transfusion were provided. No sample was available to be returned for evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between a reported blood leak with the multifiltratepro secucas ci-ca kit during continuous veno-venous hemodialysis (cvvhd) treatment and the serious adverse event of blood loss which required the transfusion of red blood cell products. Based on the information available, the fresenius multifiltratepro kit cannot be excluded from the adverse event. At the time of this clinical investigation, it is unknown what caused the blood leak to occur, and the actual sample has not been returned to the manufacturer. However, the possibility of a blood leak to occur during dialysis treatment is a well-known potential risk factor.

Event description:
It was reported that a blood leak occurred three minutes after the start of a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy. The leak was coming from the arterial pressure dome of the multifiltratepro secucas ci-ca kit. There were no visible defects noticed near the leak location. The reporting facility indicated that an alarm occurred, but they could not recall what kind of alarm it was. The machine was shut down and the patient¿s blood was unable to be returned. The event resulted in approximately 200 ml of blood loss. It was noted that one hour before the treatment had started, the patient was administered a transfusion of packed red blood cells. Following the leak, the supplies were disconnected and "assembly of a second kit and retrenchment¿ occurred. Upon follow-up it was confirmed the patient completed their treatment after being re-setup with new supplies on the machine. Clarification on what was meant by ¿retrenchment¿ could not be provided. The following day, the patient received medical intervention in the form of a blood transfusion. No further details regarding the transfusion were provided. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.